Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele with mixed sui. It was reported that on (B)(6) 2012 the patient underwent a gynecological procedure to treat sui, hypermobility of the urethrovesical junction and intrinsic sphincter deficiency and lynx (boston scientific corp) mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent transurethral injection of coaptite, cystoscopy on (B)(6) 2012 due to sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, urge, discomfort, obstruction, urgency and frequency, nocturia.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2009 along with concurrent lysis of pelvic adhesions, lso, diagnostic laparascopy, cystoscopy and anterior repair. It was reported that following insertion the patient experienced pain and erosion. It was reported that patient underwent excision of suburethral sling with cystoscopy on (B)(6) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.